Event description:
It was reported that an asymptomatic patient presented in clinic during follow-up. Upon interrogation, the implantable cardiac defibrillator was in backup vvi mode. A device firmware download was performed successfully.